Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during visual evaluation, a tear was observed at the union between the shell and the suture tab, located at 6 o¿clock. Microscopic examination was performed, and the cause of the rupture could not be identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient who underwent breast reconstruction with a 800cc cpx4 with suture tabs medium height smooth expander experienced deflation of an unknown side post procedure. As a result, an explant was performed on roughly (B)(6) 2020. Mentor has received conflicting information regarding the exact date of explantation, and this is the best estimate we have available. If additional information becomes available in the future, then a supplemental report will be submitted.